Event description:
As reported by the field clinical specialist, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was difficulty introducing the 23mm commander delivery system (ds) into the 14fr esheath+. As the s3ur valve (loaded on the ds) would not exit the esheath+, the system was removed as a unit and a second system prepped. The second s3ur valve was successfully implanted and there was no injury to the patient who was reportedly in stable condition. It was also noted that the first esheath+ had incurred a distal tip tear. The operating team believes the defective esheath+ was the root cause of the event. After the case was completed, the physician applied a lot of push force and was able to advance the first s3ur valve through the tip of the esheath+ on the back table.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: health effect - impact code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: liner fully expanded (as designed), slight sheath shaft curvature, radial and axial tip tear along the distal liner edge, hdpe stretching along the axial and radial tears, scratches along distal sheath shaft, soft tip stretching/damage, and all score lines present. In addition, the full loader assembly was able to be inserted into the esheath+ with no difficulty. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was also provided and revealed the presence of tortuosity and minimal calcification in the patient's right access vessel. In this case, the complaints of sheath distal tip torn and inability to advance through sheath were confirmed per evaluation of the returned device. It appears that significant resistance at the distal tip prevented the crimped transcatheter heart valve (thv) from advancing, leading the user to withdraw the entire system before the valve exited the sheath tip. While the sheath distal tip could have torn in the patient during the initial advancement, previous investigations and the lack of details regarding the tear event suggest the radial tip tear more likely occurred during back table manipulation. However, a distal tip tear could have manifested within the patient had the user not chosen to withdraw. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during tecoflex trimming step, leading to hdpe damage. Additionally, patient factor, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Although the provided 3mensio imagery had minimal indication of calcification, scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.